Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. After the implant, the patient reported having issues with communication between the implantable pulse generator (ipg) and the external therapy discs. Xray imaging confirmed the ipg had migrated within the pocket, causing the communication issues. On (B)(6) 2022 a surgical procedure was performed to place a new ipg into a more optimal location for communication with the external therapy discs.

Manufacturer narrative:
Migration of implanted components is a known risk of implantable neuromodulation systems. There are no allegations of any misuse or other failure of the system or components and review of records found no further incidents reported for this patient.